Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was "chewing up the graft with no delay." No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The customer did not return an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this air dermatome once. The last repair was september 21, 2016 where it was reported that the device needed maintenance and the width plates and o-ring were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since per sap the device was never returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since per sap the device was never returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device chewing up on the graft cannot be specifically determined with the provided information since the device was not returned. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.